Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the air water cylinder, tube and forceps elevator had foreign objects is cause not established and for adhesive around lg lens has a chip, there is a gap in adhesive area between server plug-in and distal end, adhesive around objective lens has a crack is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that adhesive around lg lens has a chip, there is a gap in adhesive area between server plug-in and distal end, adhesive around objective lens has a crack, air water cylinder, tube and forceps elevator had foreign objects was found. It was determined that the adhesive, air water channel and forceps elevator needed to be replaced. There was no patient involvement.